Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure and mesh was implanted. The patient has experienced severe stomach pain, mesh erosion and weight loss. No additional information was provided.